Event description:
At about 7 months from medacta primary surgery, the patient came in for a post-op appointment. Revision surgery will be performed due to gmk hinge post screw unscrewing, but the exact date is unknown at the moment. It is also unknown if torque driver has been used during primary.

Manufacturer narrative:
Batch review performed on 19 july 2024: lot 2308704: (B)(4) manufactured and released on 10-july-2023. Expiration date: 2028-06-18. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs director: few months after revision tka with a constrained device, the control xray shows that the assembly between hinge and tibial post has been lost. This locking mechanism consists of a morse taper connection and a safety screw. The safety screw got completely loose, and subsequently also the morse taper connection lost grip. One possibility is that for some reason insufficient torque has been given to the locking screw at the time of surgery. A torque-limiting device is supplied and the use is mandatory. We recommend checking the screwdriver to verify that the torque-limiting mechanism is in good working order and to make sure that the operative procedure is fully known to the surgeons.

Manufacturer narrative:
As discussed with qa director, further investigation on the torque limiter not requested. Instrument functionality is intuitive/perceptible to the surgeon at the time of the operation. Also, if at this point we do not even know if any torque limiting device was used, it cannot be possible to conduct any test of it (as we could not possibly know what device was actually in the operating room). The final report was reviewed and approved by qa director not including any comments about testing a torque limiting mechanism. A follow-up 1 of the MDR (B)(4) has been sent in order to insert and correct the following information (new information have been received on 09.09.2024 - the u.s. Food and drug administration (FDA) received a medical device report via the medwatch program - code mw5158639). Event description in the section b5 has been updated. Brand name in d1 section corrected inserting "gmk hinge total knee system". In the initial emdr it was reported an incorrect brand name. The reference in model field of d4 section has been inserted. In the initial emdr the reference was incorrectly reported in catalog field. The k-number has been inserted in the field PMA/510(k) number (g4 section) because in the initial emdr it was incorrectly inserted in device bla number field. In the section h11 has been inserted an update about torque limiter investigation, which was reported in the clinical evaluation of the initial emdr (B)(4).

Event description:
The patient had competitor components and was revised to medacta gmk hinge components for reasons unknown on (B)(6) 2023. At about 7 months after medacta primary surgery, the patient came in for a post-op appointment and x-rays detected the gmk hinge post screw unscrewing. Revision surgery was performed but no additional information is available. It is unknown if torque driver has been used during primary.